Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wire was found broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: I have not been made aware of any follow up action with regards to this case, so my assumption is that there was not a concern for any foreign objects to have fallen in the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.